Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing problem. It was noted that there was no output form the ipg and the patient consequently experienced asystole. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.